Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was having a non-functional spinal cord stimulator (scs). All devices were replaced. The patient was doing well postoperatively. The explanted ipg and leads will not be returned.